Event description:
It was reported that pump experienced malfunction alarm identified by code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with performing pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if any future malfunction occurred, which caller acknowledged and understood.